Manufacturer narrative:
The radiometer has not been able to identify the root cause in this case due to lack of details and data. Hence, the root cause is unknown.

Event description:
According to the complaint at 20:30, (B)(6) 2024, the patient hemoglobin result reported from the abl90 flex analyzer (serial no; (B)(6)) was 4.5g/dl, which was different from the value (99g/l) reported from the laboratory analyzer.